Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 111 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer states they performed displacement test and insulin pump failed the test. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the downloaded history files confirmed software error due to a software error.